Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its tip segment torn off. Microscopic observation of the torn end found that the braids were coming out and the polymer jacket was twisted and torn off. At the torn end of the catheter, the braids were twisted inwardly and torn off. The catheter lumen was found reduced in size. Measurement of the returned caravel mc microcatheter suggested that the tip segment was torn off at approximately 5mm from the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress generated with catheter manipulation might have been locally applied between the shaft and tip of the subject caravel mc microcatheter while the distal tip of the catheter was caught by the heavily calcified lesion. Consequently, the tip segment was torn off. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). [Malfunction and adverse effects] separation; withdrawal difficulty.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a heavily calcified and heavily tortuous chronic total occlusion (cto) lesion in the left anterior descending artery (lad) segment #6. As an asahi corsair pro microcatheter was used during lesion crossing attempts but failed. When the catheter was switched to an asahi caravel mc microcatheter to attempt lesion crossing, the caravel mc microcatheter was trapped by the calcium. When the catheter was withdrawn, the distal tip of approximately 4mm in length was left in the patient anatomy. Removal attempts were made with an unspecified snare device but failed. The detached tip fragment seemed to have been embedded in the calcium of the lesion. The physician concluded that the tip fragment could be managed conservatively as it was unlikely to move in vivo and cause adverse effects. The procedure was continued and completed. It was informed that there were no adverse health hazards caused to the patient and the patient had no issues.